Event description:
Customer reported that during antibody screen testing, the contents of the test tube splashed in her mouth when she was placing the tube in the incubator. This report is in regard to the ortho antibody enhancement solution (lot aes313a) present in the tube at the time of the splash. Related MDR 2250051-2006-00150 is being reported as surgiscreen cells (lot 3ss412) were also present in the test tube.